Manufacturer narrative:
D4; h4, 6: information anticipated, but anavailable at this time.

Event description:
It was reported that during a gastric roux-en-y procedure, on the 7th firing, the device fired 3/4 of the staples on one side and 1/2 on the other, but the blade only cut 1/3 of the complete distance. Another like device was used to complete the procedure. There was no patient consequence.